Event description:
It was reported via literature that a device malfunction occurred. A total of 902 patients underwent pci using the boston scientific synergy stent, with rotational atherectomy used in complex calcified lesions. The participating centers were encouraged to enroll consecutive patients who were planned to undergo ivus-guided pci for lmca or multi-vessel disease including lad target. Post procedure angiographic findings included stenting strategies as incomplete stent apposition (56.6%) and stent fracture (0.3%).

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). E1 initial reporter address 1: (B)(6). Unique identifier d4: detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Reporter source g2: nishikawa, r., shiomi, h., yamamoto, k., morimoto, t., miyazawa, a., ando, k., domei, t., naganuma, t., suwa, s., kadota, k., onishi, y., ono, k., kishi, k., yoneda, k., okayama, h., matsuda, k., fujita, t., tatsushima, s., sakamoto, h., ... Kimura, t., on behalf of the optivus-complex pci investigators. (2026). Optimal intravascular ultrasound guided percutaneous coronary intervention in patients with left main coronary artery disease: the optivus-complex pci study lmca cohort. The american journal of cardiology, 259, 202 211. Https://doi.org/10.1016/j.amjcard.2025.09.018.